Event description:
It was reported that bd maxplus pressure rated extension set with needleless connector was occluded. The following information was received by the initial reporter with the verbatim: from the ed 10/14/23 (5) mp5301c would not flush lots (3) 23089183 (1) 22089075 (1) 22079432 from the ed 9/11 mp5301c wouldn¿t flush (1) 23069297 from the ed 9/18/23 mpp 5301c wouldn¿t flush or draw (1) 23067297 from med/surg mp5301c doesn¿t prime (1)22079432 mp5301c just listed as faulty (1)23049109.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.